Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has increased pain following having a fall and getting a urinary tract infection. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The report of ¿increase in pain after a fall¿ was confirmed. Analysis of the lead found it had multiple broken wires in the paddle (see images). These fractures are consistent with an overstress condition or sudden event, such as a fall, the lead was subjected to while still in vivo. The report stated that the patient had an increase in pain after they experienced a fall.